Manufacturer narrative:
Device evaluation: analysis of the lead found no anomaly. It was noted that ¿due to the complaint of >10000 ohms impedance readings observed at the implant procedure, the lead was tested in saline at check-in prior to decontamination. The initial test (using a voltage level of 0.70v) was run and many readings were over 1000 ohms with the highest reading being at 3492 ohms. When tested again at 1.50v, only one reading was over 1000 ohms with a reading of 1062 ohms. When tested a third time at 3.00v, all readings were under 1000 ohms with a highest reading of 470 ohms. Due to observing some readings over 1000 ohms, the lead was only eto decontaminated and not bleached decontaminated. During bench testing, the lead was again tested in saline. All the impedance readings at all voltage levels were below 1000 ohms with the highest reading being 386 ohms. The lead passed all electrical testing on the bench. The cause of the initial higher impedance readings at check-in may have been due to dried body fluids that cleared during saline testing. There is no issue with the lead and the slightly higher impedance readings observed during initial testing prior to decontamination do not appear to be related to the complaint.¿

Event description:
It was reported the patient did not receive paresthesia following the implant of their lead. It was noted there had been ¿no violence to the lead¿ and that ¿the lead was taken straight from the package for use.¿ intraoperative impedance testing was performed and found high impedances of ¿>10000 ohms.¿ the multi-lead trialing cable that was used was first replaced, however the impedance issue remained. The lead consequently replaced and never fully implanted. It was noted that ¿all was ok¿ with the patient¿s replacement lead and the issue was resolved. The patient was ¿doing fine after replacement and was receiving effective therapy¿ as of 15 days after the event. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# va0r2jw product type: lead. (B)(4).